Manufacturer narrative:
(B)(4). Date sent: 07/08/2025. D4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a distal gastrectomy procedure, it was observed that the staples malformed after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a white cartridge with dry body fluids inside the packaging code: gst45w lot: 931c66. However, due to the angle of the photo, the condition of the cartridge cannot be determined. Based on the photo the event described could not be confirmed. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot number 931c66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. D4: batch #872c63. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45w reload was received partially fired 1/3 with the pan bent and partially dislodged from left side, 13 staples were noted to be missing in the staple line, these staples do not create a fluid path also an open package was received. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The partially fired is consistent with an incomplete or interrupted cycle. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 872c63, and no non-conformances were identified.